Event description:
Device 1 of 3. Reference report # 1627487-2013-23244; 1627487-2013-23245. The pt had 2 extensions (from the same lot) implanted as part of his scs system. It was reported the pt lost stimulation and x-rays revealed the lead pulled out of the ipg header. Surgical intervention was undertaken on (B)(6) 2013 and the physician indicated the extensions were explanted and replaced. Also during the procedure it was found that the terminal end contact was broken off in the ipg head. The ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.